Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Visual inspection and functional testing identified the reported condition as a moderate leak on the right, upper edge by the hanger side bag weld. Magnified inspection of the leak location identified an edge gouge with raised eva edges around the sides of the breach. Light abrasions and fraying were also visible on the front face and rear side weld bead. It could not be determined whether the condition was a result of the manufacturing process or a result of customer handling. Multiple levels of manufacturing controls are in place to mitigate the occurrence of this issue. Although the reported condition is confirmed, the cause could not be determined. Should additional, relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn bag was leaking on the right corner near the injection port. When in the process this issue was observed is unknown. There was no patient involvement or adverse event reported. No additional information was provided.